Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead replacement procedure. The patient was showing left sided numbness and weakness postoperatively. The patient had a spinal cord injury related to the revision procedure as indicated by an MRI. The explanted lead was not returned due to physicians preference.